Event description:
Indication: home infusion of ultomiris for diagnosis: paroxysmal nocturnal hemoglobinuria. Spontaneous: from home health nurse, (B)(6) stating that IV tubing had a leak. She tried to troubleshoot and located the leak and taped it, but that did not work. She was able to locate IV tubing in her car and was able to complete the infusion. No missed dose. Unknown if product on hand for retrieval. No other information provided. No adverse event reported. IV admin set 92" d-a-f used to administer: ultomiris sdv 1100mg/11ml dilute 3300 mg (33 ml) in equal volume normal saline and infuse intravenously over at least 42 minutes every 8 weeks. Reported to (B)(6) by health professional.